Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. Upon explant, it was noted that the system did not have any fluid; however, the source of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and microscopically examined. No damage or abnormalities were noted, no leaks were identified in the cuff. The balloon was visually inspected, microscopically examined, and tested for leaks. Visual inspection revealed that there was a tear in the shell caused by a sharp instrument consistent with explant damage; therefore, it is considered a secondary failure and not a product malfunction. The balloon was not functionally tested due to the identified damage. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the component. The pump was not functionally tested because of the tear noted in the balloon. Based on the information available and analysis results, the reported clinical observation of the device stopped working and a fluid loss could not be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU); consequently, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. Upon explant, it was noted that the system did not have any fluid; however, the source of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications reported.